Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. (B)(4).

Event description:
Customer reported there are dead spots along the center area of the sensor. Although the issue was identified during set up, the exact date of occurence is unknown. There was no patient incident or injury reported.